Event description:
A healthcare professional reported that the probe cutter stopped working suddenly during a retina procedure. The probe cutter was replaced and the procedure was completed without impact to the pt.

Manufacturer narrative:
A sample was received and is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).